Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after changing the ilet cartridge, infusion set, and tubing, with glucose declining from approximately 120 mg/dl to 39 mg/dl despite confirmation that tubing fill was performed while disconnected and review showing minimal insulin on board and no recent corrections. Symptoms included neuroglycopenic behavior and low blood glucose. Outcomes included recovery with oral carbohydrates and continued use of the system as advised by clinical support, with no hospitalization and no device alerts or alarms reported. Investigation included review of device data, user technique, and algorithm status by clinical support. Investigation of this case revealed no device malfunction, no erroneous dosing, and a plausible user management factor given multiple tubing fills and subsequent overtreatment for the low. It was concluded that the event was consistent with hypoglycemia of unclear cause with no evidence of device failure; user education on cartridge and tubing changes was reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.